Event description:
It was reported that pump issued cartridge alarm 30, and customer had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge during self-troubleshooting to resume insulin, used backup insulin pump to ensure continued insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to return problematic pump within specified time and to program pump settings and reconnect continuous glucose monitor on replacement device.